Event description:
It was later reported the pain resolved (B)(6) 2013. The seroma resolved on (B)(6) 2013 and the pi attributes the fluid aspirated from the lateral edge of the pump pocket to be residual from the original surgery. It was additionally reported that the event was a suspected remodulin leak in the pocket from the sutureless connector. The patient experienced swelling, redness, and pain. The sutureless connector was replaced. There was no injury and the patient was recovering without sequela.

Event description:
The medication used within the following system was remodulin. The patient was part of a pulmonary arterial hypertension (pah) delivery study. It was reported that on (B)(6) 2013 the patient had a refill and was hospitalized due to a suspected pocket fill. The patient's blood pressure was noted to be "ok," and the patient was kept overnight for observation. It was thought that the patient may have experienced a reaction to remodulin when the needle was being pulled out of the access port, and that the event may not have been an actual pocket fill. The infusion rate had been decreased by 20%, and it was planned to be incrementally increased the following day to return the pump to its original settings. The patient was reported to have experienced the following symptoms shortly after the refill procedure: flushing and tachycardia, along with some swelling at the injection site; subcutaneous remodulin exposure within minutes following the pump refill procedure; erythema around the pump site; overall body flushing; stomach cramps; nausea; the pump site became swollen and painful, and the area that tracts along the catheter right lateral side became warm and painful. After being transferred to the emergency department, the patient was noted to have experienced a stabbing chest pain and a headache. At this time a pump interrogation and ECG were noted to have been normal. An abdominal ultrasound was performed to check for fluid in the pump pocket. A small amount of serous fluid (8cc) was aspirated and was thought to have been a small seroma. It was noted that it was not thought to have been remodulin, and that "no scent of remodulin was detected." An abdominal CT was negative. Medications received included acetaminophen, oxycodone, and hydromorphone. An ice pack was applied to the site as well. The patient was discharged from the hospital on (B)(6) 2013. The patient was noted to be doing fine with their heart rate back to normal. The pump site pain and flushing persisted, but to a lesser degree. It was also stated that all symptoms except for flushing had resolved. On (B)(6) 2013 it was noted that flushing had resolved. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Note: the medication used within the system was remodulin, and the patient was part of a pulmonary arterial hypertension (pah) delivery study. Concomitant medical products: product ID 10642, lot# j1105884r, implanted: (B)(6) 2012. Product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter revealed non-significant indents in the seal which would not affect infusion. (B)(4).

Manufacturer narrative:
Correction: the patient's information has been updated for this event. Correction: the type of reportable event has been updated to "serious injury" for this event.

Manufacturer narrative:
(B)(4).